Manufacturer narrative:
"Product problem" should have been "adverse event & product problem" medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient received the replacement recharge telemetry module, and was able to charge to 100% in an hour. The charging issue was stated to be resolved. The patient stated that her unit would not take a full charge, so the ins kept shutting down, but the issue was resolved. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having trouble charging the ins. The patient stated the issues began since she received a replacement controller. The patient stated the controller would not stay charging the ins, and she would get poor recharge quality and need to recharge for four hours each day. The patient was unable to charge past 60%, and stated this issue was getting worse. The patient stated the ins was located lower than it used to be and now felt slanted in her, and she felt like there was fat over the top of the ins; the patient stated "it goes down towards my leg." The patient stated the ins was located on her hip in the back. The patient noted she had hit a wall with her left shoulder, fell and sustained a bruise. Patient was issued a new recharge telemetry module. The patient was advised that if the new recharge telemetry module did not resolve the issue she should follow up with her healthcare provider (hcp). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.